Event description:
It was reported that the healthcare professional suspects crosstalk noise oversensing in the right ventricular channel and would like boston scientific technical services to confirm or deny the suspicion. Data analysis was performed, and boston scientific technical services confirmed the recent oversensing. With the current device settings there is no crosstalk oversensing since device is operating in vvi mode. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the healthcare professional suspects crosstalk noise oversensing in the right ventricular channel and would like boston scientific technical services to confirm or deny the suspicion. Data analysis was performed, and boston scientific technical services confirmed the recent oversensing. With the current device settings there is no crosstalk oversensing since device is operating in vvi mode. Technical services provided troubleshooting steps to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) and rv lead remain in-service.